Event description:
Pt states she has been seen by many specialists, but when she wears the lens it leaves a red ring where the lens is worn. First doctor stated he did treat this pt for spk (severe) and it was some type of conjunctivitis in the od only. The doctor then referred the pt to a specialist. The specialist saw the pt who was diagnosed with keratitis and a corneal ulcer, od only on (B)(6) 2012. The ulcer was central and cultures were done and they came back negative for fungus or bacteria. F/u attempts for more info have been made with no reply to date. No lenses were returned and no lot info was given.